Manufacturer narrative:
(B)(4). This complaint for a burnt mark was confirmed on the j4 connector on the accomp board during visual inspection. The root cause of the burnt mark was not identified.

Event description:
Technical service center received the actual sample for regular maintenance. The engineer confirmed the burnt part on the j4 connector of the accomp board during maintenance. There was no patient involvement as this was found during service.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.